Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on esc button. The functional tests, including the displacement, rewind, basic occlusion, occlusion test, prime and excessive no delivery tests could not be performed or verify the motor error alarm due to no button response. The motor passed motor test. The device also had a scratched display window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm and then multiple motor error alarms. The blood glucose at the time of the incident was 300 mg/dl. The device was not dropped or exposed to a magnetic field and the customer was able to rewind. He stated that the motor error alarm occurred 18 times. The device was returned for analysis.